Event description:
It was reported that the core impaction drill began smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Evaluation will begin upon receipt of device.

Event description:
It was reported that the core impaction drill began smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the flex assembly on the motor cartridge had evidence of a thermal event and was flaking apart.